Event description:
It was observed during the device inspection that the power switch of the maintenance unit was broken. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the power switch was scratched was confirmed. However, the reason for the failure of the power switch could not be confirmed and the root cause could not be determined. Olympus will continue to monitor the field performance of this device.